Manufacturer narrative:
A review of complaints for 2006 and 2007 identified this issue as not having a medwatch filed. We are filing this now after this review. Recall is closed which addressed this issue. The battery has been redesigned to prevent future occurrences.

Event description:
Technician called stating, her traveler was on fire. There was an orange glow from the inside and the battery was melted. There was no injury.